Event description:
The facility's biomedical engineer reported an infusion pump with an 810:11 failure code. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event. Details were not provided regarding patient status, medication involved, tubing product code, infusion rate or set up of the infusion device.